Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 600 mg/dl. The customer went to the emergency room (ER) and was treated with IV drips to stabilize bg level. The customer left the ER after 5 hours with a bg level of 300 mg/dl and was feeling better. Reportedly, the customer at that time was a new pump user and the contact stated that elevated bg level was possibly due to scar tissue. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.